Event description:
It was reported to philips the device failed to power on. The device was not in clinical use. There was no harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Fse confirmed that m-cabinet is completely switched off and no led lights up, as part of troubleshooting, it was discovered that power was being routed to one overvoltage board and then to another component, determine what other components were involved and discovered that the issue is with the fan lower power supply. The fse replaced the pdu (power distribution unit) fantray and dcps (direct current power supply). After replacement of the pdu and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.